Event description:
The customer contact reported a "medication error." The pump was returned with a note that stated, "medication error." No specific pt, event or programming parameters were provided.